Event description:
On (B)(6), 2011, it was reported that high capture threshold was observed. The lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomalyy found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, high pacing threshold and a decrease in r-wave were observed. It was noted that the lead was pulled back. The lead was repositioned.